Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received; however, a companion sample was received and evaluated. Visual inspection was performed with the naked eye and a microscope with no issues noted. Functional tests were performed such as leak testing, clear passage testing, clamp function testing, torque engagement and integrity of seal surface test with no issues noted. The device was attached by hand to an adapter and found no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the minicap transfer set had a loose connection to a non baxter plastic adapter flush during peritoneal dialysis therapy. The nurse stated that there is about a one-sixteenth (1/16) inch gap from the plastic adaptor to the edge of the transfer set when the connection is fully made. The nurse noted that the connection feels complete, but the facility feels this is not a secure seal. There was no report of a leak associated with these transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.